Event description:
Literature report: "clinical eval of a new posterior composite kessin (point 4)" date: may 7, 2004 this clinical study reported that a pt's prodigy condensable restoration was removed to alleviate pain.

Manufacturer narrative:
The clinical study indicated that the pt's restoration removal could have been related more to a large facial composite restoration that was placed at the same appointment to meet the pt's esthetic needs. Subsequently, a similar restoration was placed without incidence.